Manufacturer narrative:
Received one sn-uac in unoriginal packaging. Lot number could not be verified. Performed a visual inspection of the device, the wire inside has a burned appearance and was not connected. Performed a functional inspection and there was no continuity. The manufacturing documents from the device history record have not been reviewed due to unknown lot number. A lot history review was not conducted due to unknown lot number. A two-year review of complaint history revealed there has been a total of 11 complaints, regarding 11 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4). Per the instructions for use, the user is advised the following: reuse: these devices are designed for 100 repeated uses when utilized in accordance with the validated instructions contained herein. Care in use and handling can extend the useful life. Contraindications: these devices should never be used when: there is visible evidence of damage to the exterior of the device such as cracked plastic or connector damage. These devices fail the inspection described herein. Safety tips: inspect and test each device before each use. Inspection: those devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Broken or significantly bent connector contacts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration this issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the sn-uac device was being used on (B)(6) 2019 during a polypectomy procedure. During the procedure, the user unplugged the snare from the uac. At that time the user reports that they experienced a "shock". The polyp was removed successfully and there was no delay in the procedure. There is no report of injury to the patient or the user. There is no report of medical intervention or hospitalization. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.